Event description:
It was reported that in the ICU when passing the catheter over the swg placed in the (B)(6) yr/old female patient, the swg became damaged. As a result, a new kit was opened and used without issue. A delay was reported, however there was no reported death or complications to the patient as a result of this delay or occurrence.

Manufacturer narrative:
Manufacturer (B)(4). The device will not be returned.